Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specs prior to release. Any out of spec result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Drug eruption [drug eruption]. Rash around knee got larger, plaque-like rash , millimeters thick in some places [rash]. Case description: spontaneous report received on (B)(6) 2010 from a health care provider, regarding a (B)(6) female pt (unk initials). The pt had a history of a small rash around her knee. The pt's rash got larger after she received synvisc. On unspecified dates in (B)(6) 2009, the pt received three synvisc injections into an unspecified knee. Prior to the injection, the pt has a small rash around her knee. Post-injection, the rash got larger. The third synvisc injection was delayed and the pt was given antibiotics in order to proceed. The rash became plaque-like in places and millimeters thick in some places. The pt was referred to a dermatologist. At the time of this report, the outcome of the pt was unk. No add'l info was provided. Add'l info was received on (B)(6) 2010, from the health care provider, who reported the pt's initials were (B)(6). The pt had a history of osteoarthritis, skin lesions, gerd, high cholesterol, hypertension, dementia, knee rash, b12 deficiency, depression, and osteoporosis. The pt received a total of three synvisc injections, the first injection was on (B)(6) 2009 and the last injection was on (B)(6) 2009. The hcp reported the pt developed a rash at the knee injected with synvisc. The pt had a couple of skin lesions prior to synvisc that were very minor, but may have been the start of the rash. Over the weeks, to follow, the pt's rash extended and was pruritic. On review, three months after the third synvisc injection, there was extensive rash of only that knee with crusting and mild ulceration. The knee joint was ok. The pt's rash was mild in severity and synvisc was permanently stopped. The hcp reported a synvisc injection for the pt's other knee was planned, but would not proceed. The pt had been applying cortisone cream and her rash was settling. The pt was referred to a dermatologist, who was unsure, but felt the rash was due to an allergy. It was unclear whether the rash was due to synvisc. The pt reported improvement in her osteoarthritis symptoms. The pt's ongoing concomitant medications included: neo b12 injection (b12 deficiency), lipitor (40 mg daily, high cholesterol), glucosamine and chondroitin (osteoarthritis), nexium (20 mg daily, gerd), panadol (osteoarthritis), ostevit d (25 mg daily, osteoporosis), felodipine (hypertension), avapro (300 mg daily, hypertension), astrix (100 mg daily, heart (nos)), aricept (10 mg daily, dementia), effexor (75 mg daily, depression), crampeze capsules, celebrex (200 mg daily, osteoarthritis), and elocon cream (1% knee rash). At the time of this report, the hcp reported the pt was settling, but was not yet recovered. Add'l info was received on (B)(4) 2010 in the form of qa results. The product lot number was not provided, therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specs prior to release. Any out of spec result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Add'l info was received on (B)(6) 2010, from the health care provider. The case was upgraded to serious. The hcp reported the pt had a history of severe grade osteoarthritis for greater than ten years, prior effusion, joint narrowing, osteophytes, previous treatment with nsaids, previous treatment with steroids, previous treatment with viscosupplementation, previous treatment with glucosamine and chondroitin sulphate, apical lung mass, dementia, reactive depression, ischemic heart disease, hypercholesterolemia, ht (nos), and had a long qt on an EKG. The pt's allergy history and reactions experienced included: norvasc (oedema ankles), oxycodone (hallucinations) and tramadol (dizziness and lethargy). The hcp reported effusion was not collected before all three synvisc injections. The pt experienced the rash around her knee that got larger/plaque-like rash that was millimeters thick in some places, with an onset date of (B)(6) 2009. The pt had slight erythremia at her first meeting, which worsened after the second synvisc injection on (B)(6) 2009. The pt's rash virtually resolved on (B)(6) 2010. The hcp reported the pt's rash was local and severe in intensity and had a possible relationship to synvisc. The pt was treated with dermatology review, elocon cream and a biopsy. The results of the pt's dermatological eval showed there was a "drug eruption on biopsy, that was probably secondary to leak on synvisc into region." The hcp reported the pt was applying tiger balm, but biopsy was not consistent with contact dermatitis from that. No exudate was collected after the pt's last synvisc injection. Possible precipitating events of the pt symptoms included a possible leakage of synvisc under dermis. At the time of this report, the pt was recovered. The lot number was unk. Add'l info was received on (B)(4) 2011 in the form of updated qa results because the case was upgraded to serious. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specs prior to release. Any out of spec result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by the report.